Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was noted the patient wished to wait three months before having a replacement procedure. No adverse patient effects were reported. He device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was not returned for analysis.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated when additional information is received. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was noted the patient wished to wait three months before having a replacement procedure. No adverse patient effects were reported.